Event description:
The user facility reported "the irrigation cannula popped out of the 23g trocar during surgery." No pt injury was reported.

Manufacturer narrative:
The user facility will not be returning the product. Add'l info has been requested. A f/u report will be submitted should add'l info become available.